Event description:
The manufacturer received information alleging contamination of black particles that came out of the dreamstation 2 device and into the mask. No harm was reported. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.